Event description:
A deformity pt received a partial corpectomy or pedicle osteotomy and was implanted with a vas3 construct about 6-8 months ago. The vas3 screws have loosened from the rod in the lumbar region. All implants currently remain in the pt.

Manufacturer narrative:
Device currently remains in the pt. Synthes is unable to determine the manufacture site or the manufacture date without a lot number. Synthes is unable to determine the 510(k) number without a part number. No investigation could be performed, no conclusion could be drawn as no device was returned.